Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 500 mg/dl while wearing the pod. Symptoms reported include hyperglycemia and vomiting. The patient reports as treatment they had drank water, test blood glucose and eat not carbohydrates. The patient was diagnosed with dka and was treated with intravenous fluids as well as an insulin drip.